Event description:
The customer reported, that she was hospitalized due to high blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization, it was stated that she may have had a stomach virus and had elevated blood glucose levels throughout the day. Customer stated, the insulin pump alarmed low battery on friday, but she forgot to change the battery. On sunday, the insulin pump display was blank due to a dead battery. All insulin pump settings were cleared. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.